Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device powered off. While utilizing a rf3000 radiofrequency generator during a procedure, it was noted that the power went off; it was not specified if an error code was received. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the rf 3000 generator product analysis determined that the generator was able to deliver rf ablation energy without shutting off. During testing, a secondary issue was found. The measured rf energy output was higher than allowable tolerance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device powered off. While utilizing a rf3000 radiofrequency generator during a procedure, it was noted that the power went off; it was not specified if an error code was received. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. During investigation, the returned device passed power-on self-test. The power and impedance calibration check was performed and passed. The device failed the final test "volume adjust". The returned device passed all performance criteria during analysis. A secondary failure was observed during incoming inspection. The observed failure is due to a failed volume control harness assembly and appears to be unrelated to the reported event. Following replacement of this component with a known good part, the device passed all performance criteria of the final test procedure. It is not known why the volume control harness failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device powered off. While utilizing a rf3000 radiofrequency generator during a procedure, it was noted that the power went off; it was not specified if an error code was received. No patient complications were reported.